Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 338 -482 mg/dl mg/dl and high ketones that were identified as dangerous by healthcare provider. Customer gave a manual injection to address bg and was treated with intravenous insulin and saline. Reportedly, customer left the ER 12 hours later with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.